Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the general ward, a blood leak was found from the needle hub and ars. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a blood leak from the needle hub and ars could not be confirmed. Returned were an 18ga introducer needle and an arrow raulerson syringe (ars). The tip of the ars was examined microscopically and appeared typical. The needle hub was examined and it had 3 scratches on the surface. The scratches could be simulated using a scalpel on a needle from lab inventory. The ars was connected to the needle and an attempt was made to aspirate water into the ars. A very small amount of water entered the ars. The needle was removed from the ars and an attempt was made to aspirate water directly into the ars. A very small amount of water entered the ars. The ars was tested per the inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger did not return to its original position indicating the ars failed the test. The test was repeated while also occluding the opening in the handle of the plunger. The plunger returned to its original position, indicating that the syringe seal was working and the leak was through the dome valve in the plunger. A lab ars was connected to the introducer needle and water could be aspirated without a leak. The device history records for were reviewed other remarks: with no findings relevant to this complaint. The probable cause of this issue is manufacturing related. Further investigation of this issue complaint issue has been initiated.